Event description:
It was reported that an ilet insulin pump displayed alert 38 (motor stall) for several days, persisted after multiple restarts, and prevented progression past the rewind screen; a replacement ilet was arranged, and the patient transitioned to a previous pump for therapy while continuing cgm via dexcom. Symptoms included hyperglycemia outside the target range with reported dehydration and mild ketones, for which the patient followed a ketone action plan without requiring professional medical intervention. Outcomes included interruption of insulin delivery and the need for device replacement and backup therapy. Investigation included user-guided troubleshooting with restarts, verification of charge state, review of device history, and a dry-run that stalled at rewind. Investigation of this case revealed a suspected motor stall consistent with an insulin delivery mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.